Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right deflation and may be a possible bilateral deflation.

Event description:
Healthcare professional reported a left side possible deflation. Device remains implanted.